Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the host pc would not boot up due to an internal hardware failure at power up. Review of the system log file showed malfunction of the flexvision pc. The fse reseated hdd and ran pc diagnostic tool on flexvision pc after which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.